Manufacturer narrative:
One 2-way waste solenoid valve was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing of the 2-way waste solenoid valve passed. The reported event was not duplicated. The most probable cause of the reported event could not be determined. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse arrived at the site to address the reported event. First, fse unsuccessfully performed a prime wash. Inspection of the device revealed that only a small amount of fluid was going through the waste valve for probe 1 when compared to probe 2. The probe 1 wash well was full of wash. Fse replaced the 2-way waste solenoid valve for probe #1 and primed several times without any errors. The customer was subsequently able to run biorad controls lot# 40351 & 40353 and verify all the results were within established assay ranges. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial number 11177205 from 30sep2017 through aware date 31oct2018. There were no similar complaints identified during the search period. The aia-900 operator's manual; chapter8 - troubleshooting - error messages was reviewed. 2239 bf probe 1 purge failure the aia-900 operator's manual indicates that the 2239 bf probe 1 purge failure error message is generated when the overflow sensor 1 s132 fails to detect liquid after the washer was discharged. The operator is instructed to prime the tube and bleed off the air, check the remaining quality of washer, check for air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. 2240 bf probe 2 purge failure the aia-900 operator's manual indicates that the 2240 bf probe 2 purge failure error message is generated when the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. The operator is instructed to prime the tube and bleed off the air, check the remaining quality of washer, check for air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most probable cause of the reported even was due to failure of the 2-way waste solenoid valve.

Event description:
It was reported that the customer received "2239 bf probe 1 purge failure" and "2240 bf probe 2 purge failure" errors on the aia-900 analyzer. The customer stated the issue began during morning maintenance, resolved, and now returned again. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg), luteinizing hormone (lhii), progesterone (prog ii), follicle-stimulating hormone (fsh), and estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.